Event description:
During service by baxter, the infusion pump was found to contain an air-in-line sensor that was out-of-specification. According to the hospital representative, no patient injury of medical intervention had been reported related to the device

Manufacturer narrative:
Additional information: failure code 810:04, an air sensor failure, was initially reported by the facility. It was unknown when the event occurred.evaluation summary:the condition of the air-in-line printed circuit board out-of-specification was confirmed during testing. The air-in-line printed circuit board was recalibrated. Failure code 814:04, reported by the customer, was confirmed. The pump was returned to the customer fully operational.